Manufacturer narrative:
Combination product: yes. Only the stent was returned and subjected to a technical analysis. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The stent was returned in a plastic beaker. The stent is severely deformed over its entire length, i.e. It is entirely flat and basically all struts are bent. The delivery system, the guiding catheter and the extension catheter used in the intervention were not returned. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that the inner diameter of the 6f guideliner extension catheter is 0.056 inch (1.42 mm) and therefore fulfills the requirements specified in the orsiro mission IFU.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. The device could not pass through the proximal end of the guideliner so it was decided to abandon the stent. When they tried removing the stent from the guideliner there was some resistance. When pulling the delivery system out of the guide, only the balloon came out with no stent. The stent could not be found inside or outside of the patient. Once removing the guideliner, the stent was found crushed within the proximal edge of the guideliner.